Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that low hv lead impedance was observed on the svc to can vector. The atrial threshold had increased and had been gradually increasing. The rep was able to reproduce signal drop out of the svc, when the patient placed arm by his side. The svc coil was programmed off. The device was programmed to rv to can shocking vector and induction testing will be performed when atrial lead is capped. No impedance issue was noted on the rv to can vector.